Event description:
The customer reported a transport wheel had detached from the stretcher. There was no report of the alleged issue resulting in injury or adverse event. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The alleged issue was confirmed and the stretcher was repaired, tested to ensure it was operating per specification and was then returned to service.